Manufacturer narrative:
The distal portion of the lead was returned, and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient received inappropriate therapy shocks due to oversensing of noise from the right ventricular (rv) lead. The rv lead had a confirmed fracture. The rv lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.